Event description:
This spontaneous case describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("genital bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain or genital haemorrhage. The reporter commented: some of women surgically removed essure because of adverse effects, an intervention consisting of removing the fallopian tubes(salpingectomy) or even part of the uterus (cornuectomy, when it is a uterine horn), or the entire uterus (hysterectomy). Chronic pain and genital bleeding in some women motivated them to take medications such as analgesics, antifibrinolytics, and iron. Further company follow-up with the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("genital bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain or genital haemorrhage. The reporter commented: some of women surgically removed essure because of adverse effects, an intervention consisting of removing the fallopian tubes(salpingectomy) or even part of the uterus (cornuectomy, when it is a uterine horn), or the entire uterus (hysterectomy). Chronic pain and genital bleeding in some women motivated them to take medications such as analgesics, antifibrinolytics, and iron. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2024: quality safety evaluation of product technical complaint. 15-may-2024: ha reference number added. Further company follow-up with the reporter or the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.